Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from a manufacturer representative (rep) reported the patient did not or could not recall when patient first noticed pump alarming. It was noted no troubleshooting was possible because the patient left the clinic before pump could be interrogated. It was stated patient's husband was tired and patient needed to get him home. Rep has not been able to find any notes regarding the use of prialt, or the healthcare professional notes suggesting what would be done after that. No actions or interventions have been taken at this time. The patient claims she has not used pump in years, and right now patient claims her husband's poor health and the demands on patient time right now to take care of husband precedent over getting anything done with pump. The cause of the pump alarming has not been determined as the patient has not contacted either rep or clinic to set up a time to come in. There has been no resolution at this point. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving prialt with an unknown dose and concentration via an implantable pump for non-malignant pain and spinal pain. It was reported on an unknown date alarm heard/telemetry no yet performed. It was stated the beginning of (B)(6) 2017 manufacturer representative (rep) was notified by the patient that pump was alarming and had been alarming prior to the call to the rep. It was stated patient had not had the pump filled for sometime and has no healthcare professional to manage the pump. It was stated today ((B)(6) 2017) rep had been called by another healthcare professional (hcp) that the patient was going to the facility to have the pump turned off. Rep had no further history. An alarm was heard but no 8840 available. Rep was going to meet the patient at the facility. It was later stated rep now had better patient information and wanted to update the previous information that was provided. Patient reported seeing hcp, but stated another hcp was patient managing physician. It was noted that patient presented today ((B)(6) 2017) at a satellite clinic of managing hcp after not being seen for quite some time. Rep stated patient did not have an appointment, but wanted the pump turned off because it was alarming. Rep stated the patient reported it has been alarming for sometime, but patient did not realize it was the pump. Rep noted patient was making inconsistent statements and rep could not get any further information from patient as far as timelines or drugs. Rep stated patient reported having garcinia cambogia (over the counter weight loss drug) as being in patient's pump. Patient also reported being allergic to morphine so patient had prialt put in the pump. Rep stated the patient did not know the exact name of the drug and referred to it as snail venom. Rep noted the clinic's computer system was down and requested to have the pump off authorization faxed to the clinic. Patient reported the prialt was not effective when it was in the pump. Rep does not know what is in the pump currently and thinks it is dry. Form was faxed to the clinic. Rep attempted to clarify all the reported events, but could not get an answer from the patient as patient kept providing inconsistent information. Rep stated based on what he could understand patient did not get the pump filled or set at minimum rate because patient was non-compliant. Rep stated then the pump alarmed as previously reported. Currently managing hcp information was provided. It was later noted that the patient left clinic prior to getting pump read because patient's husband was tired. Rep stated patient was putting husband's needs first. It was stated rep instructed the office to keep the pump off form in the patient's chart in case patient called back to schedule an appointment, so then they just have to fax the form and call for assistance with programming.